Manufacturer narrative:
H.6. Investigation: lot#0041571 DHR and manufacture records were reviewed, no abnormality was found. 7pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. No returned samples or actual defect samples for investigation, so we can¿t perform in-depth investigation. H3 other text : see h.10

Event description:
Leakage of injection needle was found during use.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
Leakage of injection needle was found during use.